Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, the right ventricular (rv) lead was found contaminated with blood in the lumen. The lead was not used and another rv lead was placed, and the procedure was completed. The patient was stable throughout.